Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Information was received from a family member / friend of a patient regarding another patient who was implanted with a neurostimulator. It was reported that the report source heard from a health care provider (hcp) that an unknown patient had issues with a break down in the wiring or some sort of malfunction. No further details were provided. Additional information cannot be requested regarding the cause, intervention, and outcome as the patient and health care provider (hcp) remain unknown. If additional information is received, a follow-up report will be submitted.